Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the spine clamp had a damaged tooth. The site was able to continue the procedure with the clamp as intended. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: device manufacture date and lot number provided.

Manufacturer narrative:
The spine clamp was returned to the manufacturer for evaluation and the issue was confirmed. One of the teeth was observed to be blunted or broken off. The clamp was observed to have several nicks and scratches. The clamp was found to be other wise functional.